Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 13mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat iliac artery aneurysm. The vsx device was advanced to target lesion, physician felt excessive resistance when pulling the deployment line during the deployment process. There was partial expansion of device in patient. Physician decided to withdraw vsx device from patient. After it was removed from patient, it was tested and found by phsician that the deployment line was stuck. Another 13mm x 5cm vsx device was used to complete the procedure successfully. Patient did not experience adverse consequences.

Manufacturer narrative:
H6: c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion: the reported primary failure mode, related to partial deployment, could not be independently confirmed during engineering evaluation due to the device being returned in a fully deployed state. As reported, the device was tested after being removed from the patient, and the physician found that the deployment line was stuck. There were several observations during engineering evaluation of damage to the device, all of which were consistent with manipulation of the device during or after the procedure. The root cause of the reported failure modes of partial deployment and a stuck deployment line could not be established with the available information.